Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually was admitted to intensive care unit (ICU) on (B)(6) 2026. Patient reported that patient faced two infusion set kinked cannula event on (b)96) 2025. The infusion set was in use for one day. The insertion site was abdomen. The blood glucose level was 724 mg/dl and the patient was treated with intravenous (IV) fluids of saline and insulin. Patient found positive for ketones and levels was life threatening. Patient stayed in emergency room (ER) for two hours and released from the hospital on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-01112- device 2 of 2.